Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 12/18/2012. The strip lot #d150720-2 was manufactured on 07/20/2015 and expired in 07/2017. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of the same batch strip (lot#d150720-2), the control solution tests for level low were 66/64 mg/dl; for level high were 287/287 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:30pm after the end user received a blood glucose reading in the 500's from the prodigy diabetes glucose meter. The end user was not experiencing any relevant symptoms and his normal blood glucose level around this time of the day is 64 mg/dl. The end user was taken to the ER by a family member after receiving the following inconsistent results - 500's, 319 mg/dl and 41 mg/dl. Upon arrival to the ER his blood glucose was in the 300s. He received insulin to assist with stabilizing his blood glucose level. After several hours in the ER he was discharged. No additional information was provided in relations to this medical event.